Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedances on both the leads. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient had only single lead. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Health effect - impact cod.